Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint, but still replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer was having issues with their erbe generator. The monopolar ports have a question mark, and they were unable to fire monopolar. Prior to calling in, the customer moved to their force triad generator to continue with procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to troubleshoot further since customer had already moved on. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (isi clinical sales representative) and obtained the following additional information: system functionality checked upon powering on the system, and it powered on without any errors. Erbe powered up correctly. No error messages were identified by isi technical support. The procedure was completed robotically with force triad generator.